Manufacturer narrative:
The pod arrived fully deployed. No timeouts or drive stalls were observed. The pod delivered 804 pulses, including non-priming boluses, during operation. No damages or deficiencies were observed on the needle mechanism, which was reset and redeployed without issues. The device was found to function as intended.

Event description:
The patient's mother reported that the patient's blood glucose (bg) levels reached 22.2 mmol/l (400 mg/dl), while wearing the pod between 25 and 36 hours. When removed from the infusion site (abdomen), it was discovered the cannula had retracted. Ketones were measured at 0.6 mmol/l. The patient resides in the united kingdom but was travelling in cyprus at the time of the event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.